Event description:
It was reported that on (B)(6) 2008, a xience stent was implanted in a de novo, mid, right coronary artery (rca), saphenous vein graft (svg) and on (B)(6)2012, the patient was admitted to the hospital with chest pain [angina] and with a diagnostic angiogram, in-stent restenosis was found in the svg of the rca at the target lesion. Cardiac enzymes were done with normal results. Common medication, clopidogrel and aspirin were given and a percutaneous coronary intervention (pci) was done and complete revascularization was achieved. The symptoms resolved on (B)(6) 2012 and the patient was discharged home. Again on (B)(6) 2012, the patient was admitted to the hospital with chest pain [angina] and with a diagnostic angiogram, in-stent restenosis was found in the svg of the rca at the target lesion. Cardiac enzymes were done with normal results. Common medication, clopidogrel and aspirin were given and a percutaneous coronary intervention (pci) was done and complete revascularization was achieved. The symptoms resolved on (B)(6) 2012 and the patient was discharged home. There was no patient adverse sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. It should be noted that the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Additionally, the IFU states: do not exceed the labeled rated burst pressure (rbp) of 16atm. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.